Event description:
This 48 year old female previously had undergone bilateral augmentation mammoplasty. The manufacturer of the breast implants is unknown to this reporting facility. She recently experienced onset of pain, firmness and numerous systematic complaints as well as bilateral baker IV capsules. Gross examination of implants: right and left implants are ruptured extruding a mass of sticky silicone-like materialinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.